Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and premature power switching events. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. The reported power switching event could not be duplicated at bench level. Log file analysis indicates that the most likely root cause of the reported event is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. No additional information will be forthcoming.

Event description:
The patient reported power switching while ambulating. It always involved port one (1) of the controller. He went to the hospital where the event was confirmed by the team. The controller was exchanged with no effect on the patient.

Manufacturer narrative:
The pump remains implanted. It was reported that the controller will be returned for evaluation; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.